Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer, who changed the necessary components and continued using the pump without any errors. The customer declined further technical support at that time but mentioned the possibility of calling back later for additional assistance.